Event description:
Additional information received reported that the patient had bee having volume discrepancies since ¿the beginning of this year¿. A dye study was done and confirmed that the catheter was intrathecal but the reporter stated cap (catheter access port) aspirated successfully. They checked the pump logs today which showed no anomalies. The patient stated she was not getting any relief. The healthcare provider wanted to do a replacement and they were wondering if there is any further troubleshooting prior to the revision/replacement. It was noted that the patient has dilaudid 10 mg/ml as the primary drug at a dose per day of 1.751 mg/day (no ptm) and baclofen 50 mcg/ml in the pump as a secondary drug.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare professional (hcp) via a manufacturer representative (rep) regarding a patient receiving unknown baclofen 50 mcg/ml for a total dose of "1.751 mg" and morphine 10 mg/ml for a total dose of 1.751 mg/day via an implantable pump. It was reported the patient reported lack of relief approximately 5 weeks ago. It was noted the patient had their pump replaced in (B)(6) 2020. The hcp stated 15-20ml of drug was removed from the reservoir during refill on (B)(6) 2020 when the expected amount was 2.7 ml. There was no factors that may have led or contributed to the event. A catheter dye study was completed on (B)(6) 2021. The catheter was aspirated successfully and dye was seen at the tip within the intrathecal space. Actions/interventions included the dye study previously mentioned. It was noted that surgical intervention did not occur, but it was unknown if it was planned. The rep would follow up with hcp for more information. It was unknown if the issue was resolved at time of report. The patient's status at time of report was alive-no injury. The patient's weight and medical history were asked and will not be made available. The event date was (B)(6) 2020. No further complications were reported/anticipated.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the device manufacturer representative indicated that another refill was performed today and the expected reservoir volume was 2ml and the actual reservoir volume 20 ml. The caller stated that the patient had a catheter access port dye study recently and was found to be negative.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from a manufacturer representative indicated that the patient was receiving baclofen at a dose of 8. 755mcg/day. No actions/interventions were taken to resolve the volume discrepancy, and it was unknown whether intervention was planned. Follow-up was to occur at the patient's next refill on (B)(6) 2021. At the refill prior to the volume discrepancy, it was verified that the pump was refilled with 20ml and was programmed to a volume of 20ml.